Manufacturer narrative:
(B)(4). Medical products: guide wire: sion, guide cath: hyperion, stent: ultimaster 3.0x38mm. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a de novo, eccentric lesion with moderate tortuosity, moderate calcification and 90% stenosis in the proximal to mid left anterior descending (lad) coronary artery. After a guide wire crossed, pre-dilatation was performed with a 2.0 x 15 mm non-abbott balloon catheter and a 3.0 x 38 mm non-abbott stent was implanted at the lesion. Intravascular ultrasound (ivus) confirmed the proximal stent strut was not embedded, so a 3.5 x 8 mm nc trek balloon catheter was advanced for the additional dilatation. However, there was resistance with the implanted stent during advancement and the balloon ruptured during the first inflation at 8 atmospheres (atms). The device was changed to a 3.5 x 6 mm non-abbott balloon catheter to complete the procedure. There was no report of adverse effect and no report of clinically significant delay due to the balloon rupture. No additional information was provided.